Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite discs in 2005 at l5/s1. Pt is reported to have continued pain.

Manufacturer narrative:
Little information is known at this time. No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.